Event description:
Boston scientific received information that this implanted system generated a high out of range shock impedance via the patient's home monitoring system. To date, no system changes have been performed and the alert has been dismissed. The physician stated they would continue to monitor the issue/performance via the latitude system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequently, another high out of range values was triggered resulting in an in-dept system evaluation. The device's internal data was sent for an engineering analysis, so as to determine root cause. Engineers confirmed two high impedance measurements and a single low, out of range impedance measurement. The field representatives questioned if the patient's neurostimulator device, could be contributory to the impedance anomaly. After a complete data review, engineers were unable to conclusively determine root cause but ruled out the neurostimulator as a source of the issue. An x-ray of thorax confirmed no lead fracture or dislocation of shock lead and dft testing showed no signs of a lead integrity problem. The patient continues to be monitored via a home monitoring system. No resulting adverse effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.